Event description:
On (B)(6) 2014, a doctor's office alleged that six (6) patients had experienced pain and sensitivity after placement of restorations using the optibond solo plus product. This is the third of six (6) reports.

Manufacturer narrative:
Specific patient information such as age and weight was not provided. The doctor removed and replaced the patient's restoration using a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned. A visual evaluation was performed on a retained sample from the same lot, yielding results within specifications.